Event description:
It was reported that the patients ipg does not hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted, and patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month and a half from the date the manufacturer became aware of the event.